Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery. A 2.75 x 48 mm synergy was deployed and after dilation a proximal edge flow-limiting dissection was noted in the proximal part of the stent. To cover the edge dissection, a 3.00 x 13 mm non-boston scientific stent was deployed proximally. The procedure was completed and the patient fully recovered and was stable.

Manufacturer narrative:
E1 initial reporter address: (B)(6).